Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 19.5, 62.0, 66.5, 67.5, 101.0, 114.5, 132.5, 135.5 and 137.0 cm from the proximal end. The pusher assembly mid-joint was advanced distal to the pusher assembly friction lock. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Offset coil winds were present throughout the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds and pusher assembly kinks. If the introducer sheath is not aligned within the hub, the embolization coil may begin to take shape within the hub and resistance may be experienced. Forceful advancement against resistance may result in offset coil winds and the pusher assembly may become kinked. During functional testing, resistance was experienced while advancing the smart coil through its introducer sheath due to the offset coil winds and the coil was unable to advance at all. The non-penumbra microcatheter was not returned for evaluation. Further evaluation revealed additional pusher assembly kinks. These kinks were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed one smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil within its introducer sheath and, therefore, the smart coil was removed. The procedure was then completed using a new smart coil, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.